Event description:
It was reported that the patient had an arrhythmia. Device interrogation revealed failure to deliver shock on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.